Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to remove the pump's case and try pressing the button again, which did not resolve the issue. Therefore, it was decided to replace the pump, and the customer was notified to return the problematic device within ten days using a pre-paid label. The customer acknowledged the instructions and planned to use the current pump until the replacement arrived.